Manufacturer narrative:
It was reported that a patient underwent placement of an optease retrievable inferior vena cava (ivc) filter for the treatment of a pulmonary embolism. As of the present, the patient is still implanted with the optease filter. Additional information contained on the patient profile form (ppf) and attached medical records indicated that the patient was told that the device "was attached to my walls and surgery would be a last resort." The ppf also indicates that the filter has not been removed and there have been no documented attempts to remove the filter. The device was implanted via the right common femoral vein and deployed up to the level of l2. There were no reported complications and the patient was transferred back to recovery in stable condition. A computerized tomography scan of the chest was performed approximately two years post filter implant. The indication for the scan was a history of lung nodule. The scan showed that tiny nodular densities posterior in both lower lobes were essentially unchanged. There was no convincing adenopathy or change from previous scans. There was mild cardiac enlargement and left sided pacemaker seen again. The scan included the upper portion of the abdomen and the ivc filter was partially visualized. There were no other definitive findings. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter for the treatment of a pulmonary embolism. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information received per the medical records indicate that the filter was placed at the top of the l2 level. Proper deployment of the filter was verified by fluoroscopy. According to the patient profile form (ppf) the patient was told that the device "was attached to my walls and surgery would be a last resort." The ppt form also states that the filter has not been removed and there have been no attempt to remove.